Manufacturer narrative:
Citation: f. Ridouani, v. Tacher, k. You, p. Desgranges, j.f. Deux, h. Kobeiter. Three-dimensional image fusion guidance for type ii endoleaks treatment after evar: with onyx. Cardiovascular and interventional radiology.(B)(6). Conference start: 20160911. Conference end:20160914; 39 (3 supplement 1) (pp s167), 2016. Date of publication: 2016 the model and lot numbers were not reported and the onyx will not return for investigation as it remains in the reported 4 patients. There is limited information available on the reported cases as this was captured in an abstract from a medical conference, therefore all 4 events are captured in this report. The cause and nature of the technical failure could not be conclusively determined from the provided information.

Event description:
Medtronic received information through an abstract literature review that out of 32 patients (25 males) treated by transarterial approach (taa) with the onyx, 4 patients had a technical failure. These 4 were subsequently treated with direct percutaneous sac injection (dpsi) with onyx (+/- coils).